Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for low blood glucose levels. The customer stated that her husband had to call the paramedics two weeks ago because her blood glucose levels were low, and she was not responding. The customer stated that she had eaten dinner, and fell asleep prior to giving her insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.